Event description:
Information received indicates there are signs of fluid ingress onto the scale/patient positioning monitor board.

Manufacturer narrative:
The technician replaced the scale/ppm board to repair the bed.